Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Reproductive testing was performed. The guide wire may get fractured when it has been subjected to one of the forces described below. The fracture surface presents some regularity depending on the force the guide wire has been subjected to. Pulling force in one direction, the outside diameter of the wire has been diminished toward the fracture end. Repetitive bending force at a 90-degree angle, the fracture end has not been curved and a dimple pattern is observed on the fracture surface. Torque force in one direction consecutively to the test sample kept in a curved shape, the fracture end has not curved and a radial pattern is observed on the fracture surface. Pulling force to the test sample kept in a loop shape, the fracture end has been curved. IFU states: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter to determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire m or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Do not apply repetitive bending force to one specific point of the device as this may cause damage to the guide wire m. Based on the investigation result it is likely that the actual sample might have been exposed to one of the forces described in the above reproductive tests and fractured. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted, explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. (B)(4). The actual device has no been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. (B)(4). Please see MDR 2243441-2020-00021 for the importer report.

Event description:
The user facility reported that the doctor had to remove a broken portion of a glidewire out of the patient's urethra that had broken off from a previous surgery. There was no patient harm and no adverse event. The procedure outcome was a success. There were no other devices or equipment used with the reported product. Additional information was received on 20 mar 2020. The previous procedure that was performed was a laparoscopic right ureteric preimplant which was performed on (B)(6) 2019. The broken portion of the glidewire was removed by floro. The testing performed to confirm that the broken portion was removed entirely was fluoroscopy. There was no blood loss. Additional information was received on 01 apr 2020. The procedure was a robotic laparoscopic procedure that used several instruments. A guidewire was used to put in double j stents. The patient had a jabbing sensation and did not identify the wire until after the second surgery.